Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 541 mg/dl at the time of incident. The customer's other blood glucose was 409 mg/dl. Based on customer report customer did not allege the insulin pump was under delivering. The customer stated that the infusion set had bent cannula. The customer was wearing the insulin pump during the hospitalization. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.